Event description:
It was reported that insulin was foaming from the cartridge tubing, indicating that there was a leak. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.